Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that incorrect time zone configuration on the station. The technical support specialist (tss) executed the required time zone configuration commands on the affected station. After configuration, the time zone was verified to be correct and aligned with the proper settings. The system functioned as intended after the technical support specialist (tss) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station on critical override but tried to restart its failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.